Manufacturer narrative:
The insulin pump was received with alarms during basic occlusion test due to protruded/loose drive support disk. Unit received with cracked case at display window corners, reservoir tube lip and scratched display window.

Event description:
Customer reported that he had high blood glucose of 516 mg/dl and the insulin pump was not working correctly. Customer stated that the insulin pump was alarming and squirting the insulin out during prime rewind process. Nothing further was reported.